Event description:
The complainant reported a patient was on impella cp support and after the companion sheath was removed there was considerable bleeding around the peel-away sheath. The doctor pulled the peel away out and noted a big hole in the peel-away. No hematoma or other bleeding occurred after peel-a-way sheath was removed. The patient's outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Access site bleed: product was not returned for investigation. Based on the clinical details provided, a hole in the introducer sheath was a potential cause of the access site bleed. However, insufficient clinical details were provided and product wasn't returned to determine the nature of the hole and what caused it. For these reasons, the cause of the access site bleed could not be determined. Introducer damage - mechanical: clinical details report a hole in the introducer sheath. Product was not returned for investigation. A single access procedure was done, however, the clinical details provided do not make it clear what occurred to create the hole. Since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the introducer damage could not be determined.